Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient revised due to surgeon's choice on (B)(6) 2021. Approxymately, 2 months after the firts surgery. Cup ø135/145 40+3 was explanted and cup ø135/145 36+3 was implanted.